Event description:
The report from the affiliate indicated that approx six (6) weeks after the index procedure, follow-up coronary angiography demonstrated a 50% restenosis inside the cypher stent placed in the distal right coronary artery (rca). The restenosis was reported from the mid section to the distal end of the stent. The restenosis was treated with ptca at unknown pressure or time. The residual stenosis was 0%. Follow-up coronary angiography will be done the following month. The target lesion for the index procedure was the proximal rca to the distal rca. The target lesion was reported to be: a 100% stenosis, a chronic total occlusion (cto), diffusely diseased, heavily calcified, and not tortuous. The lesion was pre-dilated with a vento 2.5/20mm balloon. A total of three (3) cypher stents: a 3.5/23mm, a 3.0/28 mm, and a 3.0/28 mm were placed from the proximal end with overlap from the proximal to distal rca.